Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 52 mg/dl at the time of incident. Customer stated that they had loss communication between transmitter and insulin pump. Customer tried to connect the transmitter, however it would not connect it. The insulin pump was not returned for analysis.